Event description:
Additionally, the hcp reported that the patient was injected 8 ml of juvéderm® volux¿ xc in the jawline. The patient developed a facial abscess at the site of injection. The hcp treated the patient with antibiotics, steroids orally in multiple courses, hylenex was injected into the filler on two occasions. Symtoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, b3, b5, d6a, h6, h8.

Event description:
A healthcare professional(hcp) reported that patient was injected with juvéderm® volux¿ xc. Patient was previously injected with unk dermal filler. After the injection, patient started to have intermittent swelling in the area of filler. Patient was treated with hyaluronidase and steroids (injected and oral) to resolve. Patient continue to have recurrent episodes of swelling. Patient also has a facial abscess in the side of volux. Patient didn't bring this to the hcp's attention until 4 months later which was resolved with several courses of antibiotics, and warm compresses. Hcp manages patient by having them drain the absevcss and with medication. Symtoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.